Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported via journal article that the patient had a recurrent incisional hernia due to low-weight polypropylene mesh central rupture. The patient underwent a sublay hernioplasty for managing the recurrent incisional hernia and mesh was implanted. Five months after the procedure, the patient experienced a small asymptomatic recurrent incisional hernia in the midline. Over the next 10 months, the hernia defect increased in the caudal direction extending above the navel and became symptomatic. Abdominal CT demonstrated a large recurrent hernia in the midline above the umbilicus, containing part of the transverse colon, small bowel, and omentum. The patient was re-operated on and the recurrent incisional hernia rupture was managed using a heavyweight polypropylene mesh. The separated parts of the mesh were found along the edges of the hernia defect. Furthermore, a ¿pseudohernia¿ (mesh bulging) of was found below the lower end of the mesh rupture. The patient was discharged 7 days after the operation following an uneventful postoperative course. During the 18-month follow-up period, the patient had no complaints and no signs of recurrent incisional hernia were detected.